Event description:
It was reported that upon preparation of the taxus liberte 2.50mm x 24mm stent delivery system (sds), the stent dislodged from the balloon. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "satisfactory".

Manufacturer narrative:
Product analysis could not verify the stent dislodgment as stated in the complaint. Visual examination of the returned device revealed stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed that the stent struts had been stretched distally on the balloon. The stent had not migrated on the balloon. The balloon was visually and microscopically examined, and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.